Event description:
It was reported that the patient stated bleeding from the spinal cord stimulation (scs) paddle lead incision site. The patients general practioner (gp) evaluated the patient and noted that the site had slightly opened up and was oozing. A culture was taken which confirmed infection. The patient was treated with ten-day course of flucoxacillin antibiotics. The patient was later re-evaluated and is healing nicely as the infection appears to have resolved.

Manufacturer narrative:
Correction to initial MDR in block h6 patient code.

Event description:
It was reported that the patient stated bleeding from the spinal cord stimulation (scs) paddle lead incision site. The patients general practioner (gp) evaluated the patient and noted that the site had slightly opened up and was oozing. A culture was taken which confirmed infection. The patient was treated with ten-day course of flucoxacillin antibiotics. The patient was later re-evaluated and is healing nicely as the infection appears to have resolved.